Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump started beeping loudly and he tried to change the battery to make it stop but nothing was working. The customer¿s blood glucose value was 9.6 mmol/l. The insulin pump wont turn on after battery change. Customer reported that the notification light was not blinking and was nothing nearby that beeps. The insulin pump will not be returned for analysis.